Event description:
It was reported that the pt had an overstimulation sensation and stimulation in the wrong location. Pt had surgery to fix this and the stimulation was still in the wrong location after a company rep reprogrammed her device. Add'l info was requested.

Manufacturer narrative:
(B)(4).